Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd ultra-fine¿ mini pen needle experienced no insulin flow. The following information was provided by the initial reporter: no insulin flow when taking injection

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-nov-2022. H6: investigation summary customer returned 13 unused 5mm, 31 gauge pen needles from lot 1320845. No used samples were returned for evaluation regarding potential harm during use. Each pen needle was attached to a test pen. Saline was pushed through the system and out the distal tip of the pen needles. No defects observed and the pen needles functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of scratches during use. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that 2 bd ultra-fine¿ mini pen needle experienced no insulin flow. The following information was provided by the initial reporter: no insulin flow when taking injection.